Event description:
Event description guidant received information that during kinesiologic therapy, the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to emi. The shocking impedance was noted to be 50 ohms, however, the daily measurement tests are showing an impedance of greater than 125 ohms.